Manufacturer narrative:
Concomitant medical devices: product ID: 977a1, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient had "coded" during implant, however the manufacturer representative also stated the reason for "coding" was not related to the implant procedure. During this event, the healthcare professional pulled the lead and implantable neurostimulator (ins) from the patient. The healthcare professional yanked out the lead, and there was lead breakage; the lead fragment length was unknown. It was noted that the healthcare professional may have cut the lead. It was further reported that the patient will not be implanted at this time. Post-operatively, the patient had recovered fully. Further follow up was requested regarding the patient "coding" during implant, steps taken to resolve the lead breakage / fragment issue, and device information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medical records received indicated the patient complained of prior to implant muscle pain, limitation of motion, neck pain, stiffness, and back pain. Past medical history includes: rheumatoid arthritis, bronchitis, cervical facet syndrome, cervical/lumbar stenosis, neck pain, shoulder pain, sleep apnea, and opioid dependence. The patient had an scs trial in (B)(6) 2015, wherein he reported about 75% relief of his pain and greatly improved functionality. The patient had implant surgery on (B)(6) 2016 and procedure notes indicate the patient was evaluated by anesthesia and found to be stable, and interrogation demonstrated adequate paresthesia coverage of painful areas. The leads were placed, attached to the implantable neurostimulator (ins), which had been fitted into the pocket, interrogated, and found to be functional. The wound was cleansed thoroughly, hemostasis was once again achieved using monopolar cautery. At this point, it was identified that the patient had obstructed secondary to bloody nose secondary to probably dry air. A nasal cannula was placed, but the obstruction did not resolve. The patient then became somewhat hypoxic down to the 80s as well as bradycardic to the 50s. At this point, the hcp decided to abort the case and quickly and emergently pulled out the system, both leads and ins secondary to the fact that they would not be sterile if the wounds were not closed in appropriate fashion and risk of infection would be great. In removing the leads emergently, one of the leads fractured and roughly 6 contacts remain in the patient and most likely an anchor was also present as well. The wounds were emergently stapled shut, but secondary to the patient¿s body habitus this was difficult. Afterwards the patient was log-rolled into a supine position on a cart and a code, which was already called during the event, CPR was not performed as the patient spontaneously started breathing with the assistance of an lma device that was placed. The wounds were covered prior to the log roll. Emt personnel arrived, the lma was discontinued, and the patient transferred to a hospital. At 7:00 am on (B)(6) 2016 the patient was doing well, resting comfortably, and in very little pain. The wounds continued to be covered in sterile fashion. On (B)(6) 2016 the patient underwent a procedure to remove the broken lead, which was performed with no complications noted. Additional information received from the representative reported the patient had recovered well. The patient was already on the schedule for implant and will be incubated, as the patient is (B)(6) tall and weighs around (B)(6) and they feel this will be a safer approach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.